Manufacturer narrative:
(B)(4). Date sent: 4/1/2024. D4: batch # 613c37. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damage and with two gst60b reloads present. Both reloads were received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 613c37, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any difficulty opening the device jaws? No. If yes, what steps were taken to open the jaws. No. If the jaws could not be opened, how was the device removed. No. Stapler checked and the released magazines yesterday, the staple driver was not at the end of the magazine after release, but stopped after 1/3 of the staple seam. This explains why only 1/3 was stacked.

Event description:
It was reported that during a small intestine resection, the stapler only clipped and cut 1/3. On the 2nd attempt on a belly wrap with a new magazine, the same result. With a new magazine from the same batch and a stapler, it was possible to remove the fabric without any problems. Procedure finished and no patient harm nor significant delay reported.